Event description:
The event is reported as: complaint alleges: stapler jammed at veterinarian office. No reported patient injury.

Manufacturer narrative:
Sample not returned to manufacturer in time for this report.